Event description:
It was reported that the patient presented to the operating room for implant procedure. During procedure, it was observed that the stylet failed to be inserted into the right atrial lead. It was noted that the patient did not experience adverse consequences as a result. The patient¿s condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.